Event description:
A company representative reported that implanting and follow-up physicians were indicating that the plug packaged with the subject paradym ICD is too pointy and can be felt through the skin post implant. No further details are available.

Event description:
A company representative reported that implanting and follow-up physicians were indicating that the plug packaged with the subject paradym ICD is too pointy and can be felt through the skin post implant. No further details are available.